Event description:
The customer reported that the IV set separated from the base where it connects to the IV catheter. It left a little blue plastic ring after it pulled apart. Event occurred sometime prior to (B)(6) 2014. Additionally, the customer stated that this issue has occurred 4 or 5 other times; however, no detailed or written reports of specific patient events provided and the sets were discarded. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.